Event description:
The customer indicated that the dilution cup overflowed on the ortho provue analyzer. Service revealed the probe was damaged and fluid leakage. Info was not provided regarding results of pt testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was damaged and leaking fluid inside of handler. Repairs have returned the instrument to its expected operation. This customer has not logged any similar complaints against this analyzer since this incident.